Event description:
While wearing the external equipment, the patient reportedly experienced intemittencies followed by loss of lock. The patient was seen at the centerfor device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The patient was seen by a company representative for device evaluation. Programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed the device was not functioning. Surgery to explant the patient's ci device is to be scheduled.